Event description:
Boston scientific received information that this patient experienced an episode of syncope and coded. It was reported that an evaluation of the event revealed that the patient experienced a high heart rate at the time of the syncope, however upon interrogation no device or lead issues were noted. The patient is currently in stable condition, however the cause of the syncope remains undetermined. No remedial action was taken and the physician will continue to monitor the patient.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Subsequently, boston scientific received information that the patient died three days following the reported syncopal event. According to the death certificate, the patient's cause of death was attributed to sudden cardiac death. Other conditions contributing to the patient's death were hypoglycemia, chronic respiratory failure and congestive heart failure. There were no reported allegations or complaints against the device's operation or functionality. There was no reports that the use of the device caused or contributed to the patient's death.